Manufacturer narrative:
The following additional information was provided. *during the preparation of the small mesh, the reported error and the malfunction occurred, even before the start. The intended procedure was completed with the second device successfully. This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The coating of the probe was partially peeling. The coating of the grasping section was partially peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.

Manufacturer narrative:
This is a supplemental report to provide additional information. The following additional information was provided. During the preparation of the small mesh, the reported error and the malfunction occurred, even before the start. The intended procedure was completed with the second device successfully.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during a standard operation using the subject device, the following event occurred. Insulating layer on the branches came off on 2 scissors. An unspecified error occurred. There was no patient injury reported. Additional information was provided. On (B)(6), 2021, it was found that "insulating layer on the branches" was the tissue pad. This is the first one of two reports.